Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance inspection, when trying to connect the subject device to the main body, the image was disturbed in a non-noise manner. The image came on stably but then cut out (blackout). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical disconnection, image defect (noise), insertion tube is dent, scratches in insertion tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black out occurred caused by an electrical disconnection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.